Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had ongoing problems with high blood glucose. The customer¿s blood glucose during the incident was 488 mg/dl. The customer¿s current blood glucose was 299 mg/dl. The customer had high blood glucose symptoms such as nausea. The customer treated with manual injections. They also reported that they received a motor error alarm. Troubleshooting was performed. The alarm was cleared. The device passed all of the tests. The insulin pump will be returned for analysis.